Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The cause of the event cannot be conclusively determined. The DHR confirmed the subject device was shipped in accordance with specifications similar event were confirmed from other user facilities. The cracked lid is related to the possible causes: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It is possible that the suggested event was due to mishandling from similar complaints.

Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the customer¿s site to service the aer. The ess reported that a replacement lid was ordered to address the customer¿s cracked lid. The oer-pro will be scheduled for repair. The device will not be returned.

Event description:
The service center was informed that user facility¿s oer-pro automatic endoscope reprocessor (aer) had a crack in its lid. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.